Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported by a field clinical specialist (fcs), the team attempted to implant a 29 mm sapien 3 valve in the aortic position via right axillary access via cutdown. Greater care was taken during valve alignment, to ensure straightest segment possible as the patient has a very challenging anatomy. Patient also had a very calcified and angulated aorta (ao). During valve deployment it was discovered that the commander balloon ruptured. The balloon did not inflate. The valve was successfully pulled back into the e sheath, and the ds and e sheath were removed as a unit. There was a small portion of the balloon material that was distal to the e sheath. The right axillary access was surgically repaired. A selective angiography of the subclavian artery showed flow distal to the access site and was determined by the physicians that further intervention was not required. The case was aborted at this time. The patient is currently in the recovery area.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. The imagery provided by site and shows the valve on inflation balloon with bunching of balloon material seen distal to crimped valve with the delivery system still being inserted through the sheath. Per complaint description, it appears that the material separation may have occurred during an unknown time. This is an issue that has been previously identified and investigated in product risk assessment (pra). A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no other complaints relating to the complaint codes below. The instructions were reviewed instruction for use (IFU) for commander delivery system, device preparation manual, procedural training manual, subclavian and axillary approaches and no IFU/training deficiencies were identified. A product risk assessment was previously performed per management discretion to assess the risks associated with high push force of the sapien 3 ultra valve with the commander delivery system and esheath configuration. In addition, a CAPA was previously initiated to capture further investigation and any possible corrective or preventative action activities. The complaint for "balloon torn" was confirmed based returned imagery. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. A review of DHR and lot history and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. The complaint description states, "during valve deployment it was discovered that the commander balloon ruptured. The balloon did not inflate." The case notes provided also describe the patient having a very challenging anatomy, as well as, very calcified and angulated ao. If the patient anatomy was calcified and tortuous, it is likely that valve alignment was performed in a non-straight section. Performing valve alignment in a non-straight section can unseat the valve (non-coaxial placement of valve in relation to the flex tip) from the flex tip and dive into the lumen of flex tip. A non-coaxial valve can result in high valve alignment forces. The bond area between the inflation and crimp balloon may separate when subjected to unusually high forces. As per the training manual, "if valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon." In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment, which could lead to a weakening of the inflation and crimp balloon bond. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. Although a definitive root cause is unable to be definitively determined; available information provided from the complaint description and pra suggests that potential patient (tortuosity) and/or procedural (valve alignment in non-straight section of the aorta/residual fluid in the balloon) factors may have contributed to the complaint events.

Manufacturer narrative:
Update b5. The tavr procedure was aborted and no tavr valve was deployed. The patient was sent recovery area. The fcs was later informed that the patient expired in hospice care in (B)(6) 2022. Following the aborted tavr procedure the patient went to the ccu and was later sent to a step down unit. The patient was seen by ep for a vt arrhythmia, but was not treated. Patient was transferred to hospice care.